Event description:
Per the clinic, the patient developed an infection. The device was explanted (specific date not reported). It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.